Manufacturer narrative:
Investigation included a review of available case details and plans for patient follow-up and user education. Investigation of this case revealed insufficient information to identify a device malfunction or user-related root cause. It was concluded that the cause of the hyperglycemia and subsequent ketoacidosis could not be determined based on the information available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the patient experienced hyperglycemia and was hospitalized for diabetic ketoacidosis while using the ilet system, with the cause of the event unclear and a plan for re-training and reconnection to the device after discharge. Symptoms included high blood glucose and metabolic decompensation consistent with diabetic ketoacidosis. Outcomes included hospitalization and medical intervention.